Event description:
Customer calls technical support line reporting no calibration flags, he had been reporting pt results with no calibration (nc) flags for past month. Customer wished to restore existing calibrations which had been expired without having to recalibrate. The customer ignored our instructions for use, ignored our error flags on the pt results. These deviations are of concern to tosoh bioscience and the technical support rep advised the customer to recalibrate. We had another call on how to recalibrate on (B)(4).

Manufacturer narrative:
Customer was advised to recalibrate on (B)(4) and again on (B)(4) by technical support staff. I sent a letter by us mail on (B)(4) advising of the requirement to recalibrate and not to deviate from the aia-aam (automated immuno-assay analyte application manual) documents on cd part # 997027. We cannot support the validity of data generated from expired calibration curves.